Manufacturer narrative:
During processing of this complaint qa attempted to obtain complete info of the event and pt status from the hosp, field contact or distributor. Upon review of this MDR it has been determined that this MDR was filed in error. Acs/dvi current MDR criteria does not include filing MDR's on this type of product complaint. This is based on a documented, clinical position paper which concluded that hypotube shaft fractures are unlikely to cause or contribute to serious injury or death.

Event description:
While prepping the balloon a kink occurred that caused the balloon to separate. Reportedly, no pt injury occurred.